Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Block c: not applicable. Block d4: expiration date is not applicable. Blocks d6 & d7: not applicable for this device. Block e1: name and contact details are for the distributor. Blocks e1 & g2: country is saudi arabia. Block h3: at the facility, fse replaced the touchscreen and bub. However, the components were not returned to the manufacturer, thus no product investigation was performed. Block h6: based on the photo received, electrical problems were identified resulting in burnt components. The cause could not be established since the pca board and mmtsm cable were not returned for investigation. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an intrasight system was used in a coronary procedure. While the philips field service engineer (fse) was connecting the multi-modality touch screen module (mmtsm) with the mmtsm cable coming from the bedside utility box (bub), sparks happened, and a burning smell was noted. Based on the photos obtained, thermal damage was observed on the pca board inside the bub, and the interface cable between the mmtsm and bub. There was no patient or user injury reported. This product problem is being reported due to thermal damage. There is a potential for harm if the issue were to recur.